Event description:
It was reported that "after rod inserted, it was noticed that part of the ring on the inserter shaft was missing. Unsure of whereabouts, but patient was checked and not found in patient."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.